Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image gets misty during a short time. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. Based on the technical report, it was evaluated to submit MDR. Coding changed based on the investigation result.